Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr us 2.25 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break approximately 76cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, upon insertion, the shaft broke off at approximately mid shaft. The device was removed and the procedure was completed with another synergy device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, upon insertion, the shaft broke off at approximately mid shaft. The device was removed and the procedure was completed with another synergy device. No patient complications were reported.